Manufacturer narrative:
Date rec¿d by MFR : 26jul2019, date of report : 29jul2019. The part was returned to the manufacturer for failure investigation. Resistance ratios were out of specification. Faults are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 10jun2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The field service engineer (fse) powered unit on in diagnostic mode and attempted to calibrate touchscreen. The touchscreen would not respond to touch. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The fse performed all required performance verification tests per the philips' manual and the unit passed all tests successfully. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Caller reports that the touchscreen is not working. There was no patient involvement.